Event description:
A physician called the laboratory questioning elevated troponin I results. The physician indicated that the elevated results did not correlate with the other results received. The laboratory repeated all abnormal results. Four samples did not replicate. According to the customer, there was no change in the patient treatment or injury associated with this event. However, an elevated accu ini (troponin) result could potentially contribute to treatment decisions that may include cardiac catheterization.